Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the product parallel lines of shell wear, were observed on the posterior aspect. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation with unknown mentor saline breast implant experienced right-sided implant deflation postoperatively. Deflation was diagnosed via physical examination. As a result, the patient underwent explantation and replacement with 445cc smooth mentor memorygel breast implants, catalog # 3504001bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020.